Manufacturer narrative:
PMA/510(k): this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2020-09687. During an in-clinic follow up, diaphragmatic myopotential oversensing was noted on the device. It could not be confirmed if the cause of the event was due to the device or the right ventricular lead. Technical support was contacted and device reprogramming was conducted to resolve the event. The patient was stable and will continue to be monitored.